Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 108 mg/dl. Tandem technical support was unable to perform troubleshooting as the alarm had occurred in the past.